Event description:
Pt was admitted for pvc ablation. He had ablation done under conscious sedation on (B)(6). Ablation start time was 2:04 pm. Case uneventful until 2:33 pm when a change in pt status was noted by a change in vital signs. (Biosense webster celsius thermo-cool electrophysiology catheter was advanced at 2:25 pm) echo confirmed large pericardial effusion. Attempts at draining the effusion were not successful as it was clotted off. He was intubated and acls protocol instituted immediately and surgical assistance was obtained. Cardiovascular surgeons were able to do open sternotomy and evacuation of clot and bleed from pericardial space and resuscitate pt (diagnosis -right ventricular outflow track perforation). Pt was in the ICU and required to go to the operating room again for removal of sponges and closing of sternum on (B)(6). He required multiple pressors initially which were being weaned. Critical care and cardiology physicians were consulted for hypothermia protocol. He was "warmed" on (B)(6) and had subsequent CT of his head and then neurology consult which showed severe irreversible anoxic brain injury and further care was deemed to be unlikely to improve outcome. He passed away on (B)(6), at 23:06 with family at bedside.